Event description:
It was reported, the event occurred during normal use. It was logged there was overstimulation, and shocking/jolting sensation. It was noted impedance testing, x rays, and reprogramming were all done for diagnostic testing or troubleshooting. It was reported, the issue was not resolved and the cause of the issue was not determined. It was reported, the patient intermittently got "shocked" by the device regardless of position. It was reported, the device "turned up" on him without him adjusting the device. It was noted this happened sometimes either during activity or sometimes just while sitting/standing. It was logged that the patient status at the time of this report was alive with no injury and that there were no patient symptoms or complications associated with the event. It was then reported, the patient was getting "shocked" at various times as if the device just increased on its own. It was noted, the patient wanted the device explanted. Further information received reported the reprogramming was done and the patient reported not much had changed and he still wanted the stimulator removed. It was noted that had not been scheduled at the time of report. Additional information received reported the patient had a stimulator in his back and it was defective. It was logged the therapy worked perfect for the first 2 months, then all "of a sudden it went south." It was noted that for the 6-8 weeks before report they had been "fighting that thing¿ and they tried to reprogram it and it would not reprogram". It was reported there was a shocking or jolting sensation. It was reported "it went off the other day and started shocking the patient to the point that it virtually gave him a heart attack". It was noted, the patient shut it off and told "them" he would not turn it back on again. It was logged it had done that numerous times but 2 weeks prior was the worst one: it felt like "110 electricity and couldn't turn loose¿ by the time he got it turned off he broke out in a sweat, chills, short of breath, his heart running 90 miles an hour". It was noted, the patient had been around heart attacks before. It was then reported they were going to remove the patient's ins and put in a different one from an other company. It was then reported a manufacturer representative (rep) had been aware of the issues with the device for the previous 6-8 weeks. It was noted 3 other people tried to reprogram the device and after 45 min to an hour they said it would not program. It was logged, the rep shut off all the automatic sensors and "with them all shut off it was not doing the patient any good what so ever, and it still would do the same thing, this be a setting and all at once it just started to biting and it just kept increasing and increasing and just went to the point where the patient could not stand it before he could get it shut off." It was reported, the patient was in a lot of pain and was hurting 24/7. It was reported it was defective and wasn't any good. It was noted they were supposed to take the ins out the day following report but it had to be rescheduled due to paperwork on hold. It was logged, the patient once took 7600 volts of electricity to the top of the head and sometimes got confused when asked a quick question, and he didn't see very well either. It was reported, the device "nearly gave him a heart attack 2-3 times", and that he was "laying on the floor kicking and squirming and couldn't get up and the wife had to run and grab that thing and put in on his back right quick and turn it off because he couldn't even get up."

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2014 that the patient recovered without sequela. Upon additional review the following information was removed from this event: the device caused the patient to fall and break their leg. This information was captured in manufacturer report # 3004209178-2013-20753.

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s health care provider (hcp) reported on (B)(6) 2014 that the patient¿s device system was being explanted today. The reason for explant was that the patient would just be standing there doing fine and their stimulation would go haywire, then shock the crap out of them. The shocking was enough that it would take the patient to their knees. Lead placement under x-ray showed everything was fine. The device caused the patient to fall and break their leg. The shocking events continued to occur and that was why device explanted was happening today. Upon explant, the patient was going to be implanted with a different manufacturers system. The doctor was going to have the device returned to the device manufacturer.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins hybrid integrated circuit had mud cracking residue anomaly. The device was found to be fully functional when powered by an external supply. No copper trace anomalies were found during optical and scanning electron microscope (sem) inspections. Foreign material, referred to as mud cracking residue (mcr), was observed during the sem inspection. Device analysis for lead (B)(4) revealed no anomaly found. Device analysis for lead (B)(4) revealed no anomaly found. Device analysis for both anchors revealed no anomaly found. (B)(4).

Event description:
Further information received reported the entire medtronic system was explanted and replaced by a competitor's system. It was noted both epidural and peripheral leads were placed with the new system while the old system had only epidural leads.

Event description:
It was further stated that the patient was having insurance issues related to getting a new device. The patient stated he had already fallen 3 times that day (B)(6) 2013 and was hurting so bad he couldn't stand it. The patient was worried he would fall again and hit his head and something would happen. The patient planned to leave the device off.

Event description:
(B)(4).

Event description:
Additional information received reported that the cause of the event was overstimulation. It was noted that the ins and lead were replaced with others from a different manufacturer. The reported signs and associated symptoms were that the patient felt a "jolt" and fell to knees. The patient reportedly did not required hospitalization as a result of the event. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).